Event description:
It was reported that an error code 1660 was experienced. (Unknown/no patient injury).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a missing top rear label. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated as an error code was displayed on the pump during the investigation. A defective microprocessor unit board was the cause of the reported problem per the investigation, which was replaced as corrective action. The root cause of reported problem was unknown. A manufacturing device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400